Manufacturer narrative:
No product was returned. One photo was provided which was used to conduct the investigation; no damage or leaks were found. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited a leak from the filter. Per the reporter, the leaking would begin a few hours after infusion began and was coming through ¿the circle on the right hand side of the bottom of the arrow¿. Per the reporter, there were no patient adverse effects.